Event description:
It was reported that the system will not boot up, was stuck at 0:00 and flex monitor was not showing anything. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The rse recommended to replace the flexvision pc. However, no further information regarding the reported issue has been provided. No service has been performed by philips as the service was handled by third party, hence resolution remains unknown to philips. The codes were updated based on the investigation outcome.